Manufacturer narrative:
A partial lead with the distal tip measuring 50.0cm was returned for analysis. External insulation abrasion was noted at 44.0-44.5cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 15.5-16.0cm and 25.5-27.0cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 9.0-11.5cm and 12.5-15.0cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 17.8-17.9cm, 18.2-18.3cm, 18.6-18.7cm, and 19.7-20.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 23.3-25.0cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise.

Event description:
New information notes that the patient condition was fine.

Event description:
New information received indicates that noise was noted on a stored egm. The lead was explanted and replaced.

Event description:
It was reported that an asymptomatic patient was in clinic, for normal follow-up, when externalized conductors were detected under fluoroscopy. The lead is scheduled for replacement.

Manufacturer narrative:
(B)(4).